Event description:
On (B)(4) 2012, the distributor contacted animas alleging that on (B)(6) 2012, the up arrow, down arrow and ok keypad buttons were unresponsive to button presses. There was no additional information available for this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012, device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #2 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that all keypad buttons were intermittently unresponsive and required excessive force in order to activate a response. The keypad buttons did not have normal spring back. The keypad buttons were sticking and over-responding. There was evidence of keypad contamination found under the keypad buttons.